Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with transmitter/sensor losing signal. Blood glucose level at the time of the incident was 28 mg/dl and customer was unconscious. It was not noted how the customer treated the low blood glucose. Troubleshooting was completed for sensor. The insulin pump was not replaced or returned for analysis.